Event description:
It was reported that during preparation for a ureteroscopic lithotripsy procedure, this re-used fiber had been used for less than 10 times during normal use, but there were black spots noted on the tip. The procedure was completed with another of same device. There were no patient complications reported. After that, the fiber was returned for analysis, and it was found that the fiber body was broken, and it was received in 2 pieces. Therefore, meeting reporting criteria based on this finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received in two pieces, the fiber body was broken. Microscopic inspection identified the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. In addition, the fiber connector identified some debris on the face, the fiber had been used 10 times. However, the debris did not affect the fiber functionality as it passed the transmission efficiency test. Additionally, the console displayed a message that read: error 67: fiber expired. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based in all the available information, boston scientific concludes that the clinical observations are confirmed as analysis identified the fiber was broken in two pieces. Since an expected or random component failure was identified without any design or manufacturing issue, a conclusion code of cause traced to component failure was assigned to this investigation.